Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure ventricular asystole was observed and the patient was in cardiac arrest. Right ventricular (rv) pacing was unsuccessful due to high thresholds and loss of capture (loc). Cardiac massage was performed. The rv lead was successfully repositioned. The physician proceeded to right atrial (ra) lead implantation to provide backup pacing. After placing the ra lead the thresholds were high and attempts to reposition the lead were complicated by helix issues. The ra lead was explanted and shortly thereafter the patient became hypotensive and started losing consciousness. An echocardiogram confirmed perforation. Both leads were explanted.